Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a generator change out. Prior to the procedure, an x-ray was performed and found that right ventricular lead exhibited externalized conductors and fracture. The lead was capped on (B)(6) 2021 and replaced. There were no patient consequences.